Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 491mg/dl. The customer's most current level was 586mg/dl. The customer states they have treated the high levels with pens and manual injections. Troubleshoot for the highs were conducted. The customer is being sent out tubing clamp to conduct high pressure test and complete troubleshoot. The customer was advised to monitor the pump.